Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The reported allegation falls within the d zone of the parkes error grid. The data investigation confirms values that fall within the d zone of the parkes error grid.